Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. The customer¿s low blood glucose level was over 40 mg/dl. Customer was treated with food. Customer current blood glucose was 440mg/dl. It was unknown if customer was using insulin pump system within 48 hours of low blood glucose event. It was unknown auto mode feature was activated at the time of incident. The insulin pump will not be returned for analysis. Frn-mmt-unk-rsvr, unomed set.